Event description:
Additional information was received indicating the physician suspected the noise was due to lead damage, however, no diagnostic imaging was performed.

Event description:
It was reported that during a follow up in clinic, noise resulting in oversensing was noted on the right ventricular (rv) lead. Provocative testing was performed and the noise was able to be reproduced. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition.

Event description:
Additional information was received indicating the right ventricular lead was capped and replaced to resolve the event. The patient was in stable condition.